Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8400td torpedo was producing debris. This happened at least four times during a knee arthroscopy procedure with no patient harm. The doctor used tweezers and the suction of the shaver to remove the particulates. The doctor decided to not continue using the device after removing the particulates and the case was completed successfully.

Manufacturer narrative:
The complaint allegation is confirmed by the attached image, which shows the presence of a foreign piece of debris/particulate. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0215-eo- f precautions 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. The most likely cause is attributed to misuse of the device, including exposure to excessive mechanical forces, misaligned insertion, side-loading during use and/or allowing the rotating portion to touch any metallic object during use,